Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the light cover glass was cracked, the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the outlet pipe had blockage, the distal end adhesive was lifting, the control body aspiration housing colored ring was damaged, the control body air/water housing colored ring was damaged, switch 1 had a hole in the button, the pin unit was stained, the plug body probe unit was loose, the down angle was out of specification, the right angle was out of specification, the up/down knob had play, the air/water channel had a blockage, and the water flow/removal was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had an air/water blockage. The issue was found during reprocessing. Inspection and testing of the returned device found foreign debris protruding from the air/water nozzle. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, although it was concluded that the foreign material did not originate from an olympus device, it could not be further identified, and a cause could not be presumed further. Olympus will continue to monitor field performance for this device.